Manufacturer narrative:
Patient city: (B)(6). Patient country: turkey. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in turkey it was reported that patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to a hyperglycemia event caused by a bent cannula. The insertion site was the abdomen. The infusion set was in use for less than one day. The blood glucose level was 340 mg/dl at the time of the event, and the patient was treated with serum insulin. The patient reported headache and abdominal pain as symptoms during the event and tested positive for ketones more than 3 mmol/l. The hospitalization lasted for 7 hours, after which the patient was discharged. No further information available.